Event description:
It was reported that the customer experienced high blood glucose levels and that there was physical damage to the insulin pump observed. The blood glucose reading was 490 mg/dl, for which the customer stated he was able to treat. He stated that he noticed some moisture and air bubbles in the insulin pump under the display screen. He observed discoloration on the insulin pump where the screen was located, and he did not know how the damage had occurred. The damage was on the upper right side and lower left corners of the screen. He stated that the device may have fallen out and hit the floor while he was sleeping. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. No traces of moisture were noted at electronic or motor assemblies per visual inspection. The insulin pump was received with no discoloration or air bubbles on lcd screen. The insulin pump has cracked case at display window corners and minor scratches on lcd window.